Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
Intermittent flow output, trigger locked. Repair order 98503. Wallach ultra freeze 900076 (B)(4).

Manufacturer narrative:
Investigation: x-review DHR: x-inspect returned samples. Analysis and findings: complaint (B)(4). Distribution history: the complaint product was manufactured at csi on 04/30/2020 under work order 260210 and sold on 08/25/2020. Manufacturing record review: DHR-260210 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no service history record found for this product. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint product revealed no physical damage. Functional evaluation: complaint product was functionally evaluated and found to function properly. Root cause: root cause not applicable as the complaint condition was not confirmed. *correction and/or corrective action the unit was tested per the cooper procedure and was found to be functioning correctly. The unit was returned to the customer. No further corrective action is necessary, as the complaint condition was not confirmed. No further training required at this time. *was the complaint confirmed? No . *preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Intermittent flow output, trigger locked. Repair order (B)(4). 1216677-2022-00169 wallach ultra freeze 900076 (B)(4).